Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 54-year-old female patient underwent coronary intervention due to acute myocardial infarction/cardiogenic shock. During the procedure, the patient's hemodynamic situation deteriorated. The patient was stabilized by inserting an impella cp smartassist heart pump. The introduction of the impella cp occurred during cardiopulmonary resuscitation and without echo support. Bleeding occurred at the access site and a hematoma formed. Due to the bleeding, the impella cp was removed again.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.